Event description:
Iit was reported that a remote alert was transmitted due to anti tachycardia pacing (atp) delivered to convert an arrythmia. Technical services were consulted for further review. There was left ventricular noise observed which was oversensed by the device which was shown on the presenting electrogram. It was noted that at the last in office visit there were high capture thresholds observed, and it appeared that the device was programmed to right ventricular pacing only. In november, the lv trends showed stable impedances of 820 ohms, and then a decrease in impedances as low as 266 ohms. Additionally, a single lv pacing impedance increase of over 3000 ohms was observed in december, which had stabilized to 390 ohms. This device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that a remote alert was transmitted due to anti tachycardia pacing (atp) delivered to convert an arrythmia. Technical services were consulted for further review. There was left ventricular noise observed which was oversensed by the device and was seen on the presenting electrogram. It was noted that at the last in office visit there were high capture thresholds observed, and it appeared that the device was programmed to right ventricular pacing only. In november, the lv trends showed stable impedances of 820 ohms, and then a decrease in impedances as low as 266 ohms. Additionally, a single lv pacing impedance increase of over 3000 ohms was observed in december, which had stabilized to 390 ohms. This device remains implanted and in service. No adverse patient effects were reported.